Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. Per tandem user guide: "make sure your bg test strips have been stored properly and are not expired, and make sure your bg meter is properly coded (if required)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of "high," exact value was not provided. Customer delivered a correction via a manual injection. During a system check with tandem technical support (cts), cts was able to verify that pump time was inaccurate by an hour, blood glucose test strips were expired and the customer was using the cartridge past labeling. Customer did not adjust the pump time for daylight savings. Customer corrected the pump time and cts educated customer on cartridge labeling.